Event description:
It was reported by a customer complaint that the pt was hospitalized due to a hypoglycemia. The reporter stated that the insulin infusion pump with blood glucose monitor was reading erratically. The reporter believes that the glucose monitor is not giving accurate readings. They did not receive any alarms or alerts on the pump. The device should be returned for evaluation; to ensure that, it is funcitoning correctly and did not contribute to the reported incident, but as of the date of this report had not been returned for eval.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.